Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of patient made mistake/touch contamination, used the same drain tubing and peritonitis in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services the following was reported. On an unreported date, the patient made mistake / touch contamination and used the same drain tubing on (B)(6) 2012, due to which the patient experienced peritonitis on (B)(6) 2012. On (B)(6) 2012, the patient was treated with unspecified antibiotic. It was reported the patient was recovering.

Manufacturer narrative:
(B)(4). This complaint for a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed, because the nurse reported a break in aseptic technique by patient was described as touch contamination. The cause was undetermined. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The product code is unknown, therefore suspect device info and 510k number are unknown.